Event description:
A physician reported that hoarse sound and cutting efficiency was very low during cataract and vitrectomy combination surgery. The surgery was completed on the same day by replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. He manufacturer internal reference number is: (B)(4).